Event description:
Customer reported that a female was undergoing a ureter kidney stone removal, when the fluoro shut down. She reported that a portable c-arm was brought into the room to complete the procedure. There were no reported injuries to the patient.

Manufacturer narrative:
Field service engineer troubleshot the system, and found that the collimator was trying to drive the long blade past the physical limit, and this would cause the unit to error out. The field service engineer re-calibrated the collimator per the service manual, resolving the problem.